Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred. The customer states, the screen turned into english during the software version upgrade. No alarm occurred. A sales rep returned to the sales office with the device and powered it on then ventilator inoperative alarm occurred. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. New information: the ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. When the power was turned on to perform an inspection, "ventilator inoperative" alarm occurred, and the device could not be operated. Therefore, the software version was upgraded again, then it completed properly, and confirmed that the device starts normally. It is determined that the reported issue was caused by the software not written correctly due to some malfunctions occurring while upgrading the software version. Periodic maintenance 1 was performed. The following parts were replaced as regulated by maintenance procedure to prevent failure: air inlet foam filter and particle filter. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked (1.06.10.00). .

Event description:
The manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred. The customer states, the screen turned into english during the software version upgrade. No alarm occurred. A sales rep returned to the sales office with the device and powered it on then ventilator inoperative alarm occurred. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.